Event description:
It was stated that the alarm occlusion is ringing. There was no patient involvement.

Manufacturer narrative:
B3 - date of event captured as 01jun2026no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.